Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. Based on the topography of the fracture surface, it can be concluded that the nail was subjected to high alternating bending loads (one sided). Constant alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting in either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, proximal femoral nail anti-rotation was used for the femur subtrochanteric fracture. On (B)(6) 2014 the patient visited the hospital because of a pain around the affected area. According to x-ray, the nail was broken at the proximal part. It is unknown when the nail broke. The patient underwent a re-operation non-synthse product on (B)(6) 2014. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.